Manufacturer narrative:
(B)(4) .

Event description:
The consumer reported that the patient suffered a post-implant infection with an unknown strain. They went to the emergency room and a culture was done but they did not run it. A 2nd culture was done and they were waiting to get the results of this. The patient was hospitalized with IV antibiotics. The patient saw the health care professional (hcp) on (B)(6) 2015 and the hcp told them that the infection was gone. The incision was still open so it could be packed and drain and ooze. The patient would be going to the hcp on (B)(6) 2015 to get a stitch put in to allow it to start closing up. Also, the patient programmer was not connecting with the implantable neurostimulator (ins). They were trying to see if it was working. The patient was still leaking and urinating more at night. The patient's daughter had no idea what may have caused the event. They had been trying to use the patient programmer and had not been able to get it to connect. It was tried at the hcp office and they could not get it. After troubleshooting over the phone, it was d iscovered that the patient was placing the patient programmer on the ins site over the gauze and not the antenna paddle (user error). They were able to connect after being educated and it was working. The therapy was on and on program 3 at 2 volts. They turned it up to 2.2 volts and the patient was feeling it. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.